Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8352-50 serial#: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing burning sensation where the laminectomy surgery was done. The physician prescribed pain creams for the symptom and patient was reportedly doing well.